Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos that were added to the complaint on 20-aug-2025. The review is documented below. [Photo review]: the pre-shipment photos were received. In the photos, a cereglide was shown. Visual inspection confirmed no kinks on the shaft of the catheter. Magnified observations were performed using a microscope, and no deformation was observed at the proximal end of the shaft; the strain relief and hub were intact. A flattening was observed from approximately 11cm to 27cm from the distal end. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31395151) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke (ais), the devices were used in accordance with their respective instructions for use (ifus). The 85cm emboguard 87 balloon guide catheter (bgc) (bg8785u / 9840110) was prepped without issue; it was dilated outside of the patient¿s body. After placing the emboguard in the internal carotid artery (ica), the emboguard was also dilated without any problems. Subsequently, the 125cm cereglide 71 intermediate catheter (nic71125c / 31395151) was inserted into the emboguard, and resistance was encountered, making insertion difficult. The cereglide 71 was replaced with another cereglide 71 and the replacement cereglide passed through the emboguard without any issues. When the emboguard was dilated during the thrombectomy, contrast media was observed accumulating at the tip of the emboguard, indicating that the emboguard had ruptured. It was reported that the procedure was continued without replacing the catheters and the procedure was successfully completed. Continuous flush was maintained during the procedure. There was no negative impact on the patient. Per the physician who was observing the procedure, regarding the emboguard bgc, ¿this was a tandem case and since calcification was observed in the internal carotid artery, there is a possibility that interference with the emboguard led to the rupture.¿ the reason why the first cereglide 71 catheter did not enter the emboguard cannot be identified, but after the procedure, the device was inspected, and it was observed that a part of the cereglide 71 was found to be crushed. On 11-aug-2025 additional information received indicated that, ¿the cereglide 71 was replaced when resistance was encountered.¿ on 20-aug-2025, preliminary shipment photos of the 125cm cereglide 71 intermediate catheter were added to the complaint. The photos will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-sep-2025. [Additional information]: on 25-sep-2025, additional information was received. Per the information, the target vessel / location of the occlusion was the internal carotid artery (ica). There was no excessive vessel tortuosity. The information indicated that the emboguard was inflated two times (the first inflation during preparation, and the second inflation in the patient¿s body). The cereglide 71 was replaced when resistance was encountered. The replacement cereglide 71intermediate catheter was from a different lot number. The procedure was completed with the original emboguard balloon catheter and the second (replacement) cereglide 71. There was no clinically significant delay in the procedure. No additional information is available. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm cereglide 71 intermediate catheter was received contained in the decontamination pouch. Visual inspection was performed. There is a flattening noted from 11.3 cm to 23.0 cm from the distal end of the catheter. No other damages were noted. Microscopic inspection was performed. No fractures were observed under magnification. The issue reported regarding the resistance and damage of the cereglide catheter is confirmed based on the flattened condition found. The damage could have been the result of an insufficiently opened hemostasis valve since according to risk documentation, a catheter can become damaged during catheter insertion through hemostasis valve of guide sheath/balloon guide/guide catheter if the hemostasis valve is not sufficiently opened, and damages on the catheter may increase resistance/friction during advancement of the catheter. It is possible that clinical and procedural factors may have also contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31395151) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instruction for use (IFU) contains the following precautions: exercise care in handling the catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.